Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities. No other info is available.